Event description:
According to the available information, the box and packaging listed a 125cc; however, it was a 75cc reservoir inside. The doctor proceeded with the 75cc reservoir and completed the case with no issue.

Manufacturer narrative:
There are no other complaints against this lot at this time. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.